Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Living with diabetes chapter 13 / page 172-173: warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all times. The kit should include: several new, sealed pods, a vial of rapid-acting u-100 insulin (see "general warnings" on page xii for insulins, cleared for use in the omnipod dash¿ system) syringes or pens for injecting insulin, blood glucose test strips, blood glucose meter, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, a signed letter from your healthcare provider explaining that you need to carry insulin supplies and the omnipod dash¿ system, phone numbers for your healthcare provider and/or physician in case of an emergency, glucagon kit and written instructions for giving an injection if you are unconscious, (see "avoid lows, highs, and dka" on page 176). Living with diabetes chapter 13 / page 176: avoid lows, highs, and dka: you can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
The patient reported that she was having high blood sugars, they had gotten to 630 mg/dl. She was trying to bring her blood sugars down by giving herself correction boluses but they were not working. When she removed the pod to try and activate a new pod she states that the pdm (personal diabetes manager) would not allow her to activate a new pod, it showed a message stating seek medical care and it would not allow her to activate a new pod. She tried to contact her doctor's office and left a message, she waited for them to call her back and when they did not, she had to go to the ER (emergency room). She states that when she reached the ER, they put her on an IV drip of fluids and insulin. They were giving her 7 units an hour to bring her levels back to a normal range, the patient mentioned that the reason her blood sugars were so high is due to an ongoing infection she has from her sinuses. While she was in the hospital they gave her a z-pak for the infection and ran a cat scan as well as chest x-rays. While at the hospital, the patient lost 3 pods while trying to activate new pod and the pdm would not connect. The last pod was successful. No changes were made to her insulin doses and no changes were made to the settings in her pdm either. She was not sent home with any medications. Patient states that ever since then the pdm is working and allowed her to activate a new pod with no issues. Patient is home and doing good right now. She went into the hospital saturday (B)(6) 2019 and was able to go home tuesday (B)(6) 2019.